Event description:
Customer called in to report that they were experiencing a blank display on the lcd while trying to bolus. Says they have to push the button several times before the program screen is available.